Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery, superficial femoral artery and below knee artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During inflation, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.